Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device v485h, md8cjpp0 number, and no non-conformances were identified.

Event description:
It was reported that an animal underwent ovariectomy procedure on unknown date in 2019 and suture was used. The thread broke during knot tightening (made by fingers) on the ligature of ovarian pedicules. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/03/2019. H3 device evaluation summary: twelve unopened samples of product code v485, lot md8cjpp0 were returned for evaluation. The issue sample was not received for analysis. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-82527, 2210968-2019-82528, 2210968-2019-82524 and 2210968-2019-82525. Analysis results have been included in follow-up reports for each.